Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that it was malfunction caused by user did not had access and item not shown in pharmacy formulary. A technical service engineer advised customer to delete it from cerner and recreated the item again to resolve the issue. The system functioned as intended after the technical service engineer troubleshooted the device

Event description:
It was reported when using the pyxis medstation es system that it had an issue in medication data not showed up in pyxis approval queue. The customer reported there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.